Event description:
Information received notes that a transtelephonic monitor reported a magnet rate of 60 ppm while the device was programmed to a base rate of 70 ppm. The patient presented at the clinic in his own intrinsic rhythm at a rate that inhibited pacing. Dashes (---) were noted for several parameters and multiple attempts to interrogate resulted in an error message. Programming did not remove the dashes. Subsequently, the device was replaced.